Manufacturer narrative:
The actual device was returned for evaluation. The needle broke at the eye portion, which is typically indicative of the customer holding the needle with the clamp close to the eye of the needle, where it cannot withstand that pressure. The IFU indicates where to use a clamp on the needle and that it cannot be used near the eye or tip of the needle. The root cause was determined to be user error, for not following the instructions for use on where to hold the needle. This should be considered the final report. If any additional information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "using the eyed needles to suture the capio sutures-- eyed needle end broke off inside patient second eyed needle package opened-- tip and end broke off inside patient a different larger size of eyed needle (and trocar tip) opened and successfully used all pieces of the eyed needles were found and accounted for-- isolated off the surgical field and sent for mdip."